Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the device exhibited post-paced t wave oversensing. No further information was reported.